Event description:
IV catheter was being used to start an IV and when advancing the catheter off the needle the needle sprung back and punctured through the catheter. The catheter had to be removed. No patient harm other than needing to have another IV stick. FDA safety report ID# (B)(4).